Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient contacted patient services as the remote home monitor had a red blinking light with a code. Patient services assisted the patient in transmitting a successful remote interrogation and referred the patient to their physician. Further review from boston scientific technical services (ts) noted that the code indicated a low out of range shock impedance measurement. The patient was brought into the office where the shock impedance measurement was within range at 52 ohms. Due to the fact that the impedance measurement was within range, the physician opted to make no changes and at this time the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead remain in service. No adverse patient effects were reported.